Event description:
It was reported that an ilet pump was dropped onto carpet and subsequently presented an ¿unable to proceed, check notifications¿ error during the fill cartridge and tubing step, preventing progression to fill tubing or fill cannula despite device reset, dry-run fills without a cartridge, and use of a new cartridge and infusion set. Symptoms included no adverse clinical effects and stable blood glucose. Outcomes included shipment of a replacement device and successful setup, with the original device to be returned. Investigation included customer troubleshooting with guided resets and repeated fill attempts using new supplies. Investigation of this device revealed a device malfunction during the fill sequence consistent with a pump alarm preventing priming, with the affected component associated with the pump filling/occlusion detection pathway. The motor train was removed and when manually turning gear train, it seems to be very difficult to rotate gears. The motor train seems to be malfunctioning which probably caused the unable to proceed error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.